Event description:
A malfunction alarm identified as "malf 16" was reported by the customer, but there was no adverse impact on the customer's blood glucose level. The customer was advised to switch to multiple daily injections (mdi) as a backup therapy to ensure continued insulin delivery. Technical support arranged for a replacement, instructing the customer on returning the malfunctioning pump using a pre-paid label. The customer was guided on how to put the pump into storage mode, and these instructions were understood and acknowledged.